Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The aneurysm measured 5.4cm. The iliac vessel morphology is unknown. The patient has a history of chronic obstructive pulmonary disease, lung nodule, and hypertension. It was reported that the initial CT scan post-deployment of the stent graft showed the stent graft to be in good position. A follow-up CT scan showed the stent graft had migrated cranially with right renal artery occlusion and shrinking. The physician attempted to stent the right renal artery, however, the physician could not access the renal artery either through the transfemoral or brachial approach; there, a hepatorenal bypass was performed in 2002. It was reported that the patient underwent right saphenous vein harvesting and hepatic artery to the right renal artery bypass using reverse saphenous vein graft. The patient tolerated the procedure well and was discharged 4 days post op. No clinical sequelae were reported. Films have been received by medtronic ave and are pending evaluation.